Manufacturer narrative:
H3, h6: it was reported in a literature report that a patient had suspected cardiomyopathy from hip resurfacing. The patient passed away secondary to cobalt toxicity induced cardiomyopathy (ctcm) in 2019. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. These circumstances were escalated to management in accordance with preliminary risk assessment/ health hazard evaluation procedure. Quality management have been notified accordingly. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. Without definitive part/lot numbers a complete complaint history review cannot be performed for the bhr head involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. However, the released devices would have met manufacturing specifications at the time of production. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Any identified risks are reduced in severity / occurrence / detection as far as possible. As of today, no medical records have been received. On the literature article named "cobalt toxicity: a preventable and treatable cause for possibly life-threatening cardiomyopathy", it was reported that a patient presented to the hospital with decompensated heart failure, new-onset paroxysmal atrial tachycardia and increasing left hip pain in 2019. The patient had concurrent decompensated cardiomyopathy requiring dopamine and furosemide infusions in the past. Despite successful chelating therapy and heart failure treatment, the patient passed away secondary to cobalt toxicity induced cardiomyopathy (ctcm). Even though, the patient´s symptomatic hip was the left one, he also underwent a right primary bhr surgery in 2006. It is not possible to discard the influence of the right system in the cobalt toxicity related event. Further, it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6. On the literature article named "cobalt toxicity: a preventable and treatable cause for possibly life threatening cardiomyopathy", it was reported that a patient presented to the hospital with decompensated heart failure, new-onset paroxysmal atrial tachycardia and increasing left hip pain on 2019. The patient had concurrent decompensated cardiomyopathy requiring dopamine and furosemide infusions in the past. Despite successful chelating therapy and heart failure treatment, the patient passed away secondary to cobalt toxicity induced cardiomyopathy (ctcm). Even though, the patient´s symptomatic hip was the left one, he also underwent a right primary bhr surgery on 2006. It is not possible to discard the influence of the right system in the cobalt toxicity related event. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Escalation to management has already been performed for this case and it has been deemed that escalation to health hazard evaluation is not necessary. No further actions are needed. As no device part/batch numbers were provided for investigation, a complaint history review, a manufacturing record review, device labelling / IFU and historic escalation actions review could not be performed for the bhr femoral head and acetabular cup. A risk management review was performed for the acetabular cup and the femoral head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Any identified risks are reduced in severity / occurrence / detection as far as possible. As of today, no medical records have been received. The left hip pain and elevated cobalt 5244nmol/l (equivalent 309.3 g/l) may be consistent with the armd and non-traumatic periprosthetic neck-of-femur fracture. However, the clinical root cause of the armd and non-traumatic periprosthetic neck-of-femur fracture cannot be confirmed. The cobalt level 1981nmol/l (equivalent 116.8 g/l) may be consistent with the reported cobalt toxicity. Its also noted that the provided xray demonstrates subluxated joint which indicates instability and possibly malpositioning of the components (cannot be confirmed on image provided) but a subluxated metal on metal joint can increase metal debris due to articulation and wear. It cannot be determined to what extent the delay in follow-up care had on the patient¿s clinical status. It was noted the patient was referred for an implantable cardiac defibrillator; however, confirmation of the procedure was not noted. The diagnosis of viral myocarditis and possible infiltrative condition cannot be ruled out as possible contributing factors of the cardiomyopathy and subsequent death. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, malpositioning of the components, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11: corrected information in d1 and d4. The identity of the implant is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). Reference: "cobalt toxicity: a preventable and treatable cause for possibly life threatening cardiomyopathy" by giacon. The new zealand medical journal / vol 134, no 1529, 103-108. 2021.

Event description:
On the literature article named "cobalt toxicity: a preventable and treatable cause for possibly life threatening cardiomyopathy", it was reported that a patient presented to the hospital with decompensated heart failure, new-onset paroxysmal atrial tachycardia and increasing left hip pain on 2019. The patient had concurrent decompensated cardiomyopathy requiring dopamine and furosemide infusions in the past. Despite successful chelating therapy and heart failure treatment, the patient passed away secondary to cobalt toxicity induced cardiomyopathy (ctcm). Even though, the patient´s symptomatic hip was the left one, he also underwent a right primary bhr surgery on 2006. It is not possible to discard the influence of the right system in the cobalt toxicity related event.